Event description:
Complainant alleged that while monitoring the heart rhythm of a patient (age and gender unknown), the device did not return a "shock advised" determination for what appeared to be a shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.